Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20210. It was reported the patient experienced loss of therapy. The patient also experienced multiple falls. Diagnostics of the system revealed high impedances on the scs leads and x-rays showed the leads have migrated. Surgical intervention will be taken at a later date to address the issue.